Event description:
It is reported that while doing a wash out of the knee due to infection, the surgeon realized that the post of the articular surface had fractured. As a result, the surgeon elected to exchange the surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.